Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The distributor¿s authorized getinge field service engineer (fse) evaluated the iabp unit and detected that there was damage with the power module fan. The power module overheated and the iabp automatically shut down. The customer was advised that the power module needed to be replaced; however, the customer has refused for getinge to repair the iabp unit involved. It was later reported by a getinge service representative that the customer has repaired the iabp unit using a private company not authorized by getinge. The customer has confirmed that iabp was returned to clinical use after the repairs were completed.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) automatically shut down during use on a patient and could not be turned on later. The iabp unit was replaced by another iabp unit and it was noted that the patient was in good condition. No patient harm, serious injury or adverse event was reported.